Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anastomosis. According to the reporter: the customer reports that the device did not deliver any staples. Tissue was slightly flatten/crushed. The surgeon used another device to end the intervention.

Manufacturer narrative:
(B)(4)